Event description:
It was reported that the "cuffs do not reflect amount of air in balloon", "it appears it's a pilot balloon leak". The info received indicated the involved device(s) were size 6 "dct". One was reportedly discarded and the other one is available to be returned. There was no reported pt injury and/or change in therapy. The involved device(s) were returned and forwarded to the analytical laboratory for evaluation.